Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and was not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed.

Event description:
As reported through the article titled, "endovascular treatment of small and very small intracranial aneurysms with a web device," post intracranial aneurysm treatment with either a sl 3 or a sl 3.5 web device (dates unknown), two patients were reported to have required retreatment for aneurysm remnant.